Event description:
The hypotube of the device separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation balloon and dilated the vessel. The physician removed the dilatation balloon and during the exchange the hypotube separated which resulted in the occlusion balloon deflating. The device was removed and the physician continued the case without proection. The pt is reported to be fine.